Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the error by reviewing the error log. While onsite the customer informed fse the wire for the diluent tank sensor was also broken. The fse visually confirmed that the customer used tape on the wire as a temporary fix. The day prior to the complaint, the customer found a test cup on top of the incubator turn table and attempted to restart the analyzer, but issue persists. The analyzer was left in "off" mode overnight and the customer was able to resume running upon fse arrival. The loose test cup caused the misalignment of the x-axis and interrupted the incubator turntable movement. The diluent sensor wire was broken from repeated use of replacing the diluent. The fse soldered the wire back onto the diluent sensor and resolved the issue. As a precaution, the fse also cleaned the lubricated the x-axis cup transfer rods. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (2183) x -axis cup transfer cup release failure cause: the cup-gripping sensor detected a cup after the cup release operation was performed. Solution: contact tosoh service center or local representatives. (2180) x -axis cup transfer cup detection failure cause: the s082 cup-gripping sensor failed to detect a cup before the cup pickup operation. The measurement result will be flagged (mf flag or se flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due misalignment of the picking up mechanism and broken diluent sensor wire.

Event description:
A customer reported error messages ¿2183 x -axis cup transfer cup release failure and 2180 x -axis cup transfer cup detection failure¿ during patient processing on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.